Event description:
It was reported that subject balloon was not getting deflated during the procedure and doctor has to pull whole assembly out from patient. He did try again on sterile table in kidney tray to deflate the balloon, but it was unsuccessful. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous, which most likely contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon difficult/unable to deflate during use¿. The good faith effort attempts have been completed in our effort to obtain the device. However, as of today, the device has not been received at our facility; therefore, the investigation will proceed with the information currently available.

Event description:
It was reported that subject balloon was not getting deflated during the procedure and doctor has to pull whole assembly out from patient. He did try again on sterile table in kidney tray to deflate the balloon, but it was unsuccessful. The procedure was completed successfully with another device without any clinical consequences to the patient.